Event description:
The patient was implanted with a left ventricular assist device (lvad) on 10feb2019. Additional information was received on 08aug2019 stating the patient experienced hematuria on (B)(6) 2019. A ramp echo and ramp catheter test were performed and were both positive. No further information was provided.

Manufacturer narrative:
Section b5, h3: additional information. Manufacturer investigation conclusion: the evaluation of heartmate ii lvas, confirmed the report of pump thrombosis. The partial obstruction of the blood flow path by the observed depositions could have contributed to the report of increased ldh. Heartmate ii lvas was returned assembled with the driveline severed approximately 9.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 7¿ and 22.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned unattached from the pump¿s outlet port. The sealed outflow graft bend relief and the sealed outflow bend relief collar were returned unattached from the outflow graft attachment. The proximal side of the outlet stator revealed a pink deposition loosely seated adjacent to the bearing ball. Although the deposition did not reveal areas of denaturation or evidence of laminated layering, it was partially occluding the flow of blood. The body of the rotor also revealed two denatured, tissue-like depositions partially occluding the rotor¿s vanes. These depositions did not reveal evidence of laminated layering; however, the observed areas of denaturation suggest that the depositions were present while the pump was supporting the patient. Although the origin of the observed depositions and the specific duration for which they were present within the pump could not be conclusively determined through this evaluation, they could have contributed to the report of increased ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU, document 10006960, rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of problem or event: the reported (B)(6) 2019 pump exchange was reported under manufacturing report number 2916596-2019-00937. Approximate age of device: 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient received a pump exchange due to pump thrombosis on (B)(6) 2019. The account again suspected pump thrombosis due to elevated lactate dehydrogenase (ldh) . An additional pump exchange was performed on (B)(6) 2019. No further information was provided.